Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The articulating retractor (89-6112) broke in the retracted position (triangle position) inside the patient¿s body. Therefore, the end user was unable to remove the instrument through the trocar. The end user removed the instrument by maneuvering the retractor through the patient with the trocar still attached. All parts seemed to be in place, but a small spring was found on the body. That is included with the sample. The sample being shipped back still has the trocar on the instrument because the facility was unable to remove it. Failure occur during patient use, no patient or user harm. The issue was found at the end of the procedure, the patient was male, (B)(6) year old, (B)(6)kg, no part of the device broke into the body field, but a spring was accounted for outside of the patient, an additional abdominal/pelvis, a/p and lateral radiograph films were collected on (B)(6) 2019 to determine if anything was left behind. The procedure was a xi robotic assisted toupet fundoplication and lysis of adhesions. Unknown if the facility reported to the FDA. To their knowledge, no wires were protruding.

Manufacturer narrative:
(B)(4): MFR date: july 2017. Upon receipt the complaint sample received a visual examination and a functional check. The following markings were found on the device; snowden pencer, USA, 89-6112, g17, and ce0123. No evidence was found that the device is not authentic. Upon visual examination and functional check, the complaint failure mode was confirmed, the device was jammed in the articulated position and as a result was not capable of being backed out of the trocar. Upon initial inspection the device was compared against the finished good print and it was identified that set screw 93-0326, the headed pin 92-1459, and the white cap 93-0100, were missing from the device. The whole of the print was reviewed, including the bill of material, as well as the prints for the tube arrangements and the handle. None of these components contain a spring, and a spring was not listed as a component in the finished good print. The spring that was found on the patient¿s body was not a part of device 89-6112, but may have been from the trocar, or some other device involved in the incident. Visual examination and functional check identified that the block 92-1465 was jammed between the metal interior parts of the handle and the guiding slot of the tension screw. Turning the knob clockwise moves the tension screw proximally, which creates tension on the cable and articulates the distal end of the device. Normal configuration is that this block is inside of the handle and within this slot, on the distal side of a set of fixed pins within the handle. This block acts as to limit travel of the tension screw in the proximal direction. This block is restricted to the distal side of this fixed pin by the headed pin 92-1459 which prevents the block from dropping down into the slot, below the fixed pins. Set screw 93-0326 is present to prevent the headed pin from ejecting from the device. Because the headed pin and set screw were missing from the device, the block was capable of ending up on the proximal side of the fixed pin, jamming the device, and preventing it from relaxing. The state this device was received in when it was received for investigation was the block 92-1465 was pinched between the handle 93-0325 and the slot on the tension screw 92-1458. This was photographed, then additional tension was applied on the tension screw, through turning the knob clockwise, which removed pressure from the block and allowed it to dislodge. After the block was dislodged the complaint sample was confirmed to relax (un-articulate) and normal functionality was restored to the device. All visual components were inspected and no indications were found that any other components contributed to the complaint failure mode. After functionality was restored, the set screw 93-0098 and the flush port which is part of handle 93-0325 were removed from the device so that the tube arrangement 92-2758 could be shifted proximally, into the handle, allowing the block to be removed from within the tension screw and to provide easier accessibility to visually inspecting the tension screw. Some corrosion was identified between the handle and flush port after removal, which may indicate that the device¿s environment was a little reactive (corrosive/erosive). Visual inspection of the block identified that the block was indeed damaged from having been pinched between the handle and the tension screw. With the exception of the damage that was done to the block, the block was found to conform to print 92-1465. Because the headed pin and set screw were not returned with the remainder of the complaint sample it cannot be determined if either component was damaged or non-conforming. The female threading of the tension screw was inspected under high magnification, most of the threading was clean, but a small amount of white residue was seen on the threading, which may be adhesive. The minor diameter of the female threading of the tension screw was inspected with a pin gage and found to be larger than the print specification. This non-conformance would have reduced the amount of thread overlap between the female threading of the tension screw and the male threading of the set screw, but would not have prevented the two components from threading together unless the male threading of the set screw, which was not returned, was also nonconforming. It is possible that this part of the device was disassembled. Because the set screw was not returned with the complaint sample, any physical evidence of a root cause related to damage, tampering, or non-conformance of the set screw is unavailable. An important distinction to be made in discuss of potential causes is that there are no forces that act upon that pin and set screw that would act to back either of them out during normal operation. The only force that would act upon the headed pin is the force of gravity acting on the block as it rests on the pin. This force would act at a 90 degree angle to the direction of travel needed for the headed pin to back out. Furthermore, any axial component of the force of the block acting on the headed pin acting to back the headed pin out would be directional, but to back the set screw out, the resultant force of the headed pin on the set screw would have to have a rotational component, in order to back out this threaded connection. The block resting on the headed pin as a result of the gravity acting on the block, would not likely have translated to a rotational force upon the set screw, regardless of how much thread overlap was present, or whether or not the white substance that was presents was acting to bond the threading of that joint together. The most likely scenario is that the device was ultrasonic cleaned with the distal end pointed up. The randomized motion caused by the vibrational energy of the ultrasonic waves combined with the sloped decline path the female threading of the tension screw would have provided in this orientation, could have led to the eventual ejection of the set screw and headed pin. Had the white cap been present to prevent the set screw from completely backing out of the threaded joint, the headed pin would not have been able to shift proximally enough for the block to drop down below the fixed set of pins, and this complaint failure mode would have most likely been prevented. The assembly instructions for this device tell the instructor to assemble the device per current work process. This device was manufactured in july of 2017. The revision of this work process that was active at the time of assembly, revision ab, and does not instruct the operator to apply adhesive to the set screw, it only instructs the operator to apply adhesive to the flush port and the set screw opposite of the flush port. Both of these components were removed from the device, as mentioned above, and were confirmed to have adhesive covering its threading. The next revision ac, and the current revision ad, include an instruction to apply adhesive to threads of the set screw that fastens into the tension screw. The 2017fy-2019fy complaint log was reviewed for all products with codes that begin with ¿89-6¿ which includes all diamond flex retractors. Previous complaint was identified as the only other complaint where the headed pin and set screw came out of the device. That complaint was not an MDR, had a date code of b17, and the observation made by the customer, was that ¿a ¿stainless stick¿ came out of the hand grip during washing process¿. It should be noted that IFU cf36-1828 instructs the user to place the device into the open/relaxed position with the distal tip pointed down when flushing the device. The headed pin and set screw would most likely not have shifted out of its position had this instruction been followed, as gravity would have acted to keep the headed pin in the distal direction. Gravity would have also acted to slide the block onto the distal side of the fixed pin, which may have prevented the complaint failure mode from occurring. To summarize, these scenarios, in this sequence, had to occur for the complaint failure mode to occur; 1. The white cap at the proximal end of the tension screw had to separate from the device 2. Forces had to act on the set screw to move the set screw rotationally so it could be backed out proximally in spite of there being no rotational forces applied onto this component during normal device operation. 3. Forces had to then act to move the headed pin proximally, in spite of the fact that the only forces that act on this component are gravity during normal device operation. 4. Then the device had to be positioned with the fixed handle pins pointed upward, so the block could drop beneath it, then slide to the proximal side of it. 5. The device then had to be flipped so the fixed handle pins were pointed downward, before the block had a chance to slide distally and return to the correct side of that fixed pins. 6. The device had to remain in an orientation with the fixed pin orientated down while the knob was being turned counter-clockwise, moving the tension screw distally until the block got pinched between the pins of the handle and the tension screw. The device was manufactured in g17, july 2017, the complaint failure mode occurred in january 2019. This device may have been used by as many as 6 months beyond the warranty against wear of the device before the complaint failure mode occurred. Additionally, the IFU for this device instructs the user to inspect the device prior to use. Visual inspection of the device by the user have revealed that the cap at the proximal end of the tension screw, the set screw, and the headed pin were missing from the device. Inspection prior to use may have also identified that the block was loose within the tension screw. A root cause for the complaint failure mode could not be determined because evidence of damage or nonconformance of the set screw or headed pin could not be confirmed because those components were not returned with the complaint sample. There is also no evidence of the most likely scenario, this device being ultrasonic cleaned with the distal end pointed up, being the root cause of the complaint failure mode. Since this device has been manufactured the print for the tension screw has been revised to change the internal threading of this joint to a critical dimension, and the assembly procedure has been revised to add the application of loctite to this joint. These improvements to the manufacturing process of this device reasonably make future occurrences of this complaint failure mode less likely.

Event description:
The articulating retractor (89-6112) broke in the retracted position (triangle position) inside the patient¿s body. Therefore, the end user was unable to remove the instrument through the trocar. The end user removed the instrument by maneuvering the retractor through the patient with the trocar still attached. All parts seemed to be in place, but a small spring was found on the body. That is included with the sample. The sample being shipped back still has the trocar on the instrument because the facility was unable to remove it. Failure occur during patient use, no patient or user harm. The issue was found at the end of the procedure, the patient was male, 20 year old, 54.4kg, no part of the device broke into the body field, but a spring was accounted for outside of the patient, an additional abdominal/pelvis, a/p and lateral radiograph films were collected on (B)(6) 2019 to determine if anything was left behind. The procedure was a xi robotic assisted toupet fundoplication and lysis of adhesions. Unknown if the facility reported to the FDA. To their knowledge, no wires were protruding.